Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they had been treated by emergency medical services (ems) for hypoglycemia on (B)(6) 2026. The patient's blood glucose levels went severely low while wearing the pod longer than 48 hours. Symptoms reported include loss of consciousness. The patient was treated with glucagon by the paramedics. Additionally, the patient mentioned they have a history of pancreatitis and gastroparesis, and only uses their pod in manual mode, stating 'automated mode does not work for them¿.